Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 188mg/dl, 102mg/dl. Tests were done within 1 mins with a difference of 53%. Pt did not experience any adverse events. No further info has been reported. Note-customer used back finger stick more than one time.